Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that after having used the product for 5 days they experienced a leakage when they flushed it with saline. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
The customer¿s report of leakage was confirmed. The returned sample was subjected to functional testing; no fluid leak was identified during flush-through however when the sample was tested under air, fluid identified to be leaking from a small crack in the female luer adaptor (fla) of the maxplus. The root cause of the leak was due to small crack in the female luer adaptor. The cause of the crack is unknown.